Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: hcp pressed the button but the needle was not retracted smoothly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received a total of 18 22g x 1.00in insyte autoguard devices from lot number 2166916. Two of the units were received opened with one of them retracted. The 16 representative units were examined. Tip adhesion was performed, and the safety button was activated. Upon activation, the needle retracted safely in the safety shield without any resistance for all representative units. The two opened units were then tested where the unsealed un-retracted unit retracted smoothly. The unit that was received retracted was assessed by pushing the needle out and retracting it safely. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheters experienced a needle that would not retract. The following information was provided by the initial reporter: hcp pressed the button but the needle was not retracted smoothly.